Event description:
On (B) (6) 2010 the pt reported she has had low blood glucose readings for a month. She said she is working with her healthcare professionals to adjust her basal rates as she has gastroparesis. She stated on (B) (6) 2010, she had low readings of 43 mg/dl, 48 mg/dl and 50 mg/dl. She said she felt ill and drank a couple of glasses of juice and ate a candy bar to treat her readings. This morning she stated her blood glucose meter measured "hi" and over 600 mg/dl. Her normal range is 80-120 mg/dl. She treated her reading by bolusing 6 units of insulin via her infusion device. She said that 1.5 hours later her blood glucose was still in the 500's mg/dl so she bolused 5 more units of insulin. Troubleshooting did not find any product issues. No product will be returned for evaluation.